Event description:
It was reported that during an open gastric bypass, the device was used to transect the stomach. The device felt difficult to fire. The device fired an incomplete staple line. The open side of the stomach was sutured and closed.